Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became breached due to a rupture while in vivo, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent and extrinsically compressed and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. It was noted multi-lumen tubing void was observed and the intensity of the tubing void resulted in inner insulation in-vivo breach/ruptured and conductors being exposed within the outer insulation. The lead was returned with the helix bent and compressed. Performance data collected from the device was also received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted beginning (B)(6) 2015, 243 there was ventricular sic and no episodes available to verify lead noise oversensing and inappropriate shocks. (B)(4).

Event description:
It was reported that oversensing of noise and short interval counts (sic) were observed on the right ventricular (rv) lead. The rv was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo.